Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was having issues delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated that the customer had a low but declined to provide further details. Troubleshooting was not completed as the caller declined. The reservoir will not be returned for analysis.